Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours on the leg. Hyperglycemia treated by applying a new pod and bolus.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was not seen past the bottom housing. During inspection of the fluid path the soft cannula was found to be damaged. The cannula was measured to be out of specifications. Because the cannula was damaged, fluid did not exit the entire fluid path as intended. The timing and cause of this damage could not be determined. The download data showed no timeouts or drive stalls that would indicate any failure of the device to deliver insulin. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.